Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing intermittent low blood glucose (bg) levels (29-35 mg/dl). The customer's spouse assisted the customer with consuming carbohydrates to address the bg level. The customer did not know the cause of the low bg. The contact did report that the customer was very sensitive with regards to sugar swings and working out in the heat may have contributed to the low bg. As the events had occurred in the past, tandem technical support advised the customer to discuss the events with a healthcare provider.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were not confirmed on or around (B)(6) 2017. There were no irregular bolus requests made. Basal rate was set at 1.3 u/hr throughout the entire day. Complaint could not be confirmed. Basal rate might need to be adjusted throughout the day to compensate for daily activities. There was no evidence of device malfunction.